Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having pain as well as swelling at the pod infusion site. (Leg). In addition the patient reports having a cold and a fever. The patient removed the pod from the insertion site. It was reported that the patient was taking tylenol and using ice packs prior to going to their doctor, once at the pediatricians office the patient was diagnosed with an infection at the pod infusion site. The patient was prescribed cephalexin to be taken up to 5 times a day as well as mupirocin ointment (2%) to be used 3 times daily. The patient was at their doctors office for 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.